Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 16aug2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the touch screen assembly to correct this reported event.

Event description:
The customer reported a ventilator with a touchscreen failure. There was no patient involvement/harm.